Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2015 due to change in thresholds. The lead exhibited noise as well. No further information could be obtained.

Manufacturer narrative:
Correction: (B)(4).